Manufacturer narrative:
Product analysis: the epg failed a display backlight test. The hanger was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned from loan, and subsequently tested out-of-specification during analysis. There was no patient involvement.